Event description:
The customer complained of waking up with high blood glucose levels for the past week. Troubleshooting was performed, and the insulin pump passed the prime test. The customer stated that she performed the high pressure test prior to the phone call, and that the insulin pump failed the test. The customer declined to perform the high pressure test again during the phone call. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.